Manufacturer narrative:
The medium-large clip applier instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint "when the clip is attached, when engaged, the instrument would not let go of the clip." Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and failed. The clip was loaded onto the grips tips, but was unable to clip onto the tubing during in-house testing multiple times. Additional observation not reported by site that is related to the customer reported complaint. The clip applier instrument was found with one grip bent. The damage was found near the tip of the clip groove, causing a .020" offset at the tips. The clip could be properly loaded on the grip, but was unable to clip onto the tubing successfully.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip was attached to the medium-large clip applier instrument, when engaged but the instrument would not let go of the clip. The customer attempted multiple times with same result. The procedure was completed with a back up instrument and there was no patient injury.